Manufacturer narrative:
Final analysis revealed that the pump was received with constant motor alarms during rewind due to corroded switch on the motor assembly, which prevented further testing. Furthermore, there was no signs of leakage during the leak test. Necessary components were replaced.

Event description:
It was reported that the customer was driving to work when her insulin pump gave her too much insulin, causing her to become hypoglycemia. It was stated that the customer momentarily black out and lost control of her vehicle, drove through an intersection and crashed into another vehicle. The paramedics came thereafter and brought the customer to the hospital.